Manufacturer narrative:
The returned device was evaluated. Visual inspection found the bic stress relief is loose. The device established communication with interfacing test fixture; however, the module does not communicate properly with the connected sensor, failure results in loss of communication to sensor. Device was observed through x-ray imaging and no defects were observed on device. The exact component failure could not be determined due to device being fully potted.

Event description:
The customer reported the device worked intermittently. No patient impact or consequences were reported.